Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). The complaint is confirmed for one roi-c cage for the reported failure of fracturing during plate insertion. The DHR was reviewed. There were no non-conformances or temporary deviations associated with the lot. As this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented. The root cause of the reported event can be attributed to component failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the thin roi-c lord cage exterior rail broke when the surgeon was performing a traditional disc prep while implanting the roi-c and the plate was not secured. The first vertebriage plate was inserted and the first tamp was used. The surgeon then removed the implant before using the second tamp and a new implant was used to complete the case. Surgery was delayed for approximately 20 minutes. Patient experienced a prolonged surgery; no other impacts were reported.